Event description:
It was reported that twiddler syndrome of the ra and rv lead was observed. The ra, rv and lv leads were dislodged. The issue was found in the ER the morning of the procedure. Patient was sinus brady and ra lead was not capturing. The coronary sinus (cs) lead was pulled back as well but since the lead was capturing the physician decided to program the lead to the vector that worked and did not replace the lead, no other electrical issues found. Patient was stable. Related manufacturer reference number: 2017865-2022-38097, related manufacturer reference number: 2017865-2022-38096.